Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did no longer went back after restart. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had several times with a new battery and no longer turning back on. Customer stated that the insulin pump had low battery lifetime. Troubleshooting was performed for low battery lifetime. The device will not be returned for analysis.